Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract infection and headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury. In the previous reports section h10 mentioned incomplete, correct should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, sinus issues, chest is hurting, dizziness, blurriness in eyesight, short of breath, chest pain, weakness, feeling tired, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation laboratory for further investigation on 04/04/2023 for further evaluation. The device was evaluated on 08/03/2023. The manufacturer observed moderate unknown dust/dirt contamination present on outer surfaces on base unit. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box. The presence of contamination throughout the airpath suggests a source external to the device. The internal aspect of the device was inspected. Unknown dust/dirt contamination present throughout device. The manufacturer observed insect presence at side panel outlet near blower box housing. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the airpath. Section h6 health effect - clinical code has been corrected, and type of investigation, investigation findings, and investigation conclusions have been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging respiratory tract infection and headache. Device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.